Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation. Reprogramming of the device was unsuccessful. The patient required an increase in levodopa/carbidopa.